Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device triggered the elective replacement indicator (eri) following the software update due to high battery impedance measurements. The device status is not known. No patient complications were reported as a result of this event.